Event description:
Pleurx kit with catheter was used on sterile field. The package was intact and was within expiration date. After the surgeon had implanted the catheter into the patient's chest the scrub tech noticed a dead bug in the tray. Surgeon and charge nurse were notified and by review of the packaging - it is obvious that the bug had been once adhered to the packaging.